Event description:
The event is reported as: the customer alleges noticing glue residue on top of the filter (paper) prior to patient use. No report of a pt injury/involvement.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.